Event description:
It was reported by an attorney that a patient underwent an inguinal hernia repair procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent an open inguinal hernia repair surgery in (B)(6) 2009 and mesh was implanted due to left inguinal hernia. It was reported that following procedure the patient underwent a diagnostic laparoscopy on (B)(6) 2014 concurrently with a laparoscopic neurolysis x 2 and excision of deep layer of mesh and open excision of scar, injection of nerve, open neurectomy with nerve reimplantation in the muscle of two nerves, open excision of mesh and suture, open primary reconstruction of left groin due to left inguinodynia. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient underwent post laparoscopic neurolysis and dissection of mesh open excision of scar and mesh on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.